Manufacturer narrative:
Qn# (B)(4). The device investigation is pending. The device history review for the product hemolok l clips 3/cart 42/box lot# 73d1800095 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported the doctor found the clip broken when ligating the blood vessel during single port cholecystectomy. The doctor took the broken clip out of patient and changed to other clips to complete the treatment.

Manufacturer narrative:
Qn#(B)(4). The customer returned one loose clip from cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The clip was visually examined with and without magnification. Visual examination of the loose clip revealed that the loose clip was broken in half at the hinge. The loose clip appears used as there is biological material present on the clip. It could not be determined exactly how or what caused the clip to break in half at the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." Although the root cause of this complaint issue could not be determined, a CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "clip broken" was confirmed based upon the sample received. One loose clip was returned loose and broken in half at the hinge. R & d was consulted , and it could not be determined exactly how or what caused the clips to break in half at the hinge. Although the root cause of this complaint issue could not be determined, a CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported the doctor found the clip broken when ligating the blood vessel during single port cholecystectomy. The doctor took the broken clip out of patient and changed to other clips to complete the treatment.